Event description:
It was reported that the patient's pacemaker failed to be interrogated in clinic. Premature battery depletion was noted. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and no rf telemetry were confirmed. The device was received at elective replacement indicator battery level. Device image analysis shows sudden drop in voltage and elevated battery current leakage. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.